Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer took the instrument offline and primed the probes five (5) times then shutdown the instrument. The customer then initialized and then ran quality control (qc). The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Multiple, discordant patient results were obtained on an advia 2400 instrument. On (B)(6) 2016, the customer noticed that multiple results were being flagged. The customer took the instrument offline and primed the probes a number of times then shutdown the instrument, initialized and then ran quality control (qc), which resulted satisfactory. On (B)(6) 2016, the customer decided there may have been an issue with the instrument for all samples run on (B)(6). The customer repeated all of the samples that ran from 12:48pm to 7:19pm on the same advia 2400. The customer found 57 sample ids that had to be amended. They customer sent out amended reports on (B)(6) 2016. The initial patient results were reported to the physician(s). Corrected reports were sent out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, patient results.